Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back and front therapy electrodes. The area was itchy and there was broken skin. The patient was diagnosed with a yeast rash by a physician and was prescribed medication. Follow up indicated that the rash has started to clear up.